Manufacturer narrative:
This report is being filed to provide updated information in g.1 and g.2investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.the run data file (rdf) was analyzed for this event and did not have any indication of a deviceissue.root cause: a conclusive root cause for the higher than expected wbc content in the plateletproduct reported for this procedure cannot be confirmed through run data file analysis. While thetrima accel system is typically robust against numerous adjustments from access pressure pauses,it cannot be ruled out that the changes in inlet flow rate, and therefore centrifuge speed and lrschamber flow rate disrupted the steady state of the system and contributed to the higher thanexpected wbc content reported for this procedure.alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifugepressure high¿ or ¿rbc spillover¿, were not generated in this procedure. As the rbc detectorcannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿message, the rbc detector signals must see a significant change in the reflectance values. In thiscase, rbc detector reflectance signals did not indicate that wbcs were escaping the lrschamber. Therefore, the run data file reported that the platelet product could be labeled asleukoreduced.it is also possible, though not conclusive, that this leukoreduction failure may be donor related. Apotential reason for this donor related leukoreduction failure may be, but is not limited to, a highwbc count.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The customer declined to provide additional procedural information or clarification on provided wbc count of 2. The platelet collection set is not available for return because it was discarded by the customer.